Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side manipulator (psm) led became yellow and the psm had insertion resistance. The users tried to restart the system without success. The customer decided to disable psm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Isi technical support was contacted for troubleshooting and after performing the tests as requested, the arm was disabled. The robotic arm was later replaced by the responsible technician. The surgery was performed without the use of this arm and there was no damage to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting insertion resistance, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced patient side manipulator (psm) 3. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has not received the psm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) to perform failure analysis. The reported failure of non-intuitive motion along insertion axis 3 was reproduced during sine cycle. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.